Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to t-wave detection. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient had experienced a cardiac arrest and was brought to the hospital. The implantable cardioverter defibrillator (ICD) was interrogated post mortem, in the morgue, and it was indicated that there was a sensing/detection problem noted as the ¿initial arrhythmia was below the ventricular fibrillation (vf) detection rate and subsequent episodes were too short for detection or interpreted as t-wave oversensing (twos).¿ additionally, it was noted that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and t-wave oversensing (twos). Follow up was completed and the cause of death was listed as: cardiovascular collapse with a secondary cause of ventricular arrhythmia.